Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in the (B)(6) who was receiving an unknown medication via an implantable pump. It was reported that the hcp had a case where a patient was transferred from another centre. The patient had a good response to the test-dose then a poor response to the pump. X-rays showed the catheter (lumbar) heading down into the sacral cul-de-sac rather than upwards. The hcp did a test dose with a new catheter for the trial going upwards and had good response. The hcp then revised the catheter with an upwards one and the response to pump was much better.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, product type: catheter.

Event description:
On 2016-06-28, additional information was received from a foreign manufacturer representative (rep). It was reported the patient was receiving baclofen (unknown dose and concentration) for cerebral palsy. The event occurred during normal use. Additional information stated the cause of the event was unknown because the patient was inherited from another hospital. Additional information reported device details.